Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knife blade of the device did not retract. There was no patient injury.

Manufacturer narrative:
One device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. An alternate failure was found: tissue stuck in the jaws. The reported condition was not confirmed. The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The device activation could not be tested because the plug was not returned. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, to minimize tissue sticking: keep the jaws of the instrument clean at all times, clean the instrument more often when working in a bloody field, if consistent sticking is encountered, reduce the bar setting, do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The provided lot number indicates that this product was manufactured in (B)(6). The appropriate personnel have been contacted and the manufacturing non-conformance search results will be recorded in the device history record (DHR) task. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. An alternate failure was found: tissue stuck in the jaws. The reported condition was not confirmed. The device was received with tissue stuck in the jaws, which prevented the jaws from opening. The jaws opened when slight forward pressure was applied to the handle. Afterwards, the jaws opened and closed normally using the handle. The device activation could not be tested because the plug was not returned. The investigation identified the root cause of the of tissue sticking to the jaws to be due to user improperly cleaning the device jaws during use. The instructions for use (IFU) states to minimize tissue sticking, keep the jaws of the instrument clean at all times, clean the instrument more often when working in a bloody field, if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance. The provided lot number indicates that this product was manufactured in shanghai. The appropriate personnel have been contacted and the manufacturing non-conformance search results will be recorded in the DHR task. If information is provided in the future, a supplemental report will be issued.